Event description:
The device was returned for analysis after being explanted for a power on reset, telemetry problems, and 'unable to get contact with the device'. The device subsuquently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.